Event description:
It was reported that the pt has had vns for six yrs and states that it's no longer effective. The pt wants the vns device removed. The explant surgery has not occurred to date. The relationship of the pt's seizures to pre-vns baseline levels is unk. No further info can be obtained regarding event due to privacy restrictions.